Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ a prolapsed posterior leaflet, and a gap between the anterior and posterior leaflet. A steerable guide catheter (sgc) was inserted. However, while applying the minus button on the sgc to straighten the sgc through the femoral vein, a hematoma under the patient's skin of the leg was observed and the femoral vein was damaged, requiring emergency compression treatment. After the emergency compression treatment, the blood vessel access on the other side was checked. However, it was determined that the blood vessel could not be used for vascular access. Therefore, the procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported vascular dissection (damaged femoral vein). The reported hematoma appears to be due to the femoral vein damaged. Vascular dissection and hematoma are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the patient need to medical treatment from peripheral vascular intervention. There is no indication of a product issue with respect to manufacture, design, or labeling.